Event description:
It was reported that the customer dropped her pump and cracked her screen. The pump is no longer responsive and the screen on quick bolus button has stopped working. The device does not turn on when plugged into a power source. No impact to customer's blood glucose level.